Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was unable to charge due to ipg flipping in the pocket. In turn, surgical intervention took place on (B)(6) 2026 wherein the ipg was repositioned in the pocket to address the issue.